Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, non-sustained rv oversensing episodes were observed. Lead damage was suspected. No intervention was performed. Patient was stable and will continue to be monitored.

Event description:
New information received notes that right ventricular lead noise was observed during device change out due to normal eri. Lead was capped and replaced on (B)(6) 2019. Patient was stable.